Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A manufacturer representative went to the site to test the imaging system. It was reported the pendant was not rotating, after mechanical testing was performed the pendant failed and it was replaced. A full system checkout was performed after part replacement and all tests passed.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the pendant did not rotate anymore. No patient was present at the time of the event.